Manufacturer narrative:
The sheath 4fc12 with lot number 30662 was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked 2.6 inches from the tip. The shaft tip was intact with no apparent issues. The kink could cause deflection, steerability, or insertion difficulties. In conclusion, the sheath failed the inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the deflection mechanism of the sheath was not as expected. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The sheath subsequently tested out of specification per the manufacturer's investigation.